Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump motor stalled. The first was (B)(6) 2024 where the pump stalled at 6:15 pm and 6:48 pm and then yesterday it stalled in the evening for about an hour and 20 minutes then recovered at 8:07 pm. The healthcare provider (hcp) stated that the patient was at home at the times of the stalls and was not aware of any magnetic interactions. The patient only heard pump alarm one time. The agent reviewed alarm intervals and how to perform alarm test. Reviewed potential causes for pump motor stalls and for the patient to consider any environmental interactions that might expose the pump to magnets. The hcp confirmed that patient had oral baclofen if needed. The issue was not resolved through troubleshooting. The patient's relevant medical history included that multiple sclerosis was primary disease process. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the cause of the motor stall was not determined. When asked if there were any external/environmental/patient factors that could have led or contributed to the issue, the hcp indicated that the patient may have been using a laptop/computer or ipad.